Manufacturer narrative:
The t:slim user guide states: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted during these events. For the past occlusion alarms, the customer would clear the occlusion alarms and resume insulin deliveries. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. For the current occlusion alarm, system check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer wears their pump supplies for 3-4 days. Tandem technical support (cts) recommended the customer to change their supplies every 2 days per humalog labeling. The customer reported that the pump would be continued to be used for insulin therapy.